Manufacturer narrative:
(B)(4).

Event description:
Customer reports patient with retained wire fragments that needed arterial surgical cutdown by a hand surgeon in the or to get the fragments out. Additional information was requested, but not available at the time of this report.

Event description:
Customer reports patient with retained wire fragments that needed arterial surgical cutdown by a hand surgeon in the or to get the f ragments out. Additional information was requested, but not available at the time of this report.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. Standard arrow instruction-for-use (IFU's) state "do not advance spring-wire guide unless there is free blood flashback in needle hub." "If resistance is encountered while advancing spring-wire guide do not force feed. Warning: do not retract spring-wire guide against edge of needle while in vessel to minimize the risk of spring-wire guide damage." Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.